Manufacturer narrative:
Correction: in the initial report to the FDA, implantation date was reported to be (B)(6)2004. The correct implantation date is (B)(6) 2004. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor siltex contour profile spectrum 650cc saline breast prosthesis, catalog #3542515, lot #272361, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a mastectomy procedure with a mentor smooth round spectrum 175cc saline breast prosthesis is experiencing pain in her right breast. The patient reported that the she has had the pain for a few months. In addition, the patient reported she had a heart test that showed a shadow on the right breast and that the right breast looks botched. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.